Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient is unable to increase the intensity of their stimulation on the controller. The device says that it reads that it is unable to deliver the desired level of therapy. The patient has been in increased pain since experiencing these issues. The patient has reported having some difficulty remembering how to use the patient controller. After the rep interrogated the ins, they checked the impedances and everything was within normal limits. The pulse width was set at 90 microseconds and was changed to 200 microseconds. They began to increase the intensity after it was changed and the issue was resolved. The patient did not report the problem to the rep until the day of the report. When looking at the patient diary the stimulation usage showed 0% every day from june 4th to july 3rd. Before the rep interrogated the device they asked the patient to show how they were using their device. The stimulation was "on" and they showed them the oor message when trying to increase stimulation. No further complications were reported or anticipated.